Event description:
It was reported that during follow-up, loss of capture was observed. Dislodgement of the lead into the atrium was observed via chest x-ray. Patient was asymptomatic. When repositioning was unsuccessful, the lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.